Manufacturer narrative:
The insulin pump was received with a frozen display due to corroded electronic assemblies. The unit was unable to be verified for the unexpected restart or compromised force sensor system alarms due to the frozen display. The drive support disk was inspected and no anomaly was noted; however, the unit had a corroded motor home switch. There were also minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump frequently alarms with unexpected restart followed by a compromised force sensor system. The patient's blood glucose at the time of incident was 160 mg/dl. The customer stated that the insulin pump has been alarms with unexpected restart during normal use, and then while receives a compromised force sensor system after either pushing the buttons or rewinding the pump. The customer treats his blood glucose with manual insulin injections instead the pump. Troubleshooting was initiated for the rewind and prime issue. The customer did not recall any significant events leading to the force sensor issues. The insulin pump was returned for analysis and a replacement device was shipped to the customer.